Manufacturer narrative:
(B)(4). Batch # r59t4j. Investigation summary: the analysis results found that the ats45 device was returned with the knife partially advanced into the anvil and with no cartridge reload present. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and the knife was found not connected to the wedge guide not allowing to the knife returned to its home position. No conclusion could be reached on what caused the knife to be disconnected from the wedge guide. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic esophagectomy with gastric pull-up, the doctor was resecting tissue with the hdi harmonic instrument, touched metal with the active blade and the blade broke off. The blade was retrieved from the patient but discarded. A second like hdi harmonic instrument was tried and the tissue pad melted completely from the clamp arm but is still attached. No part of the tissue pad fell into the patient. A third like hdi harmonic was used to continue with the transection of tissue. After the transection of tissue was completed, the stomach was pulled out of the patient to perform the gastric pull-up and the knife blade of the stapler was sticking to tissue during the gastric pull-up. A different stapler was used to complete the procedure. There were no patient consequence to the patient.